Manufacturer narrative:
(H2,h6) the component was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint, "door stuck closed." Test drive motor assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Visual inspection shows damaged/ missing teeth on drive belt. Damaged assembly. B01,c07,d02 are applicable (h2,h6) the component was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint, "door stuck closed." Door winch assy was broken per fse. Test winch motor assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Drive assembly functioned as normal. Visual inspection shows the threaded portion of the winch cable was damaged/ missing the threads. Damaged cable. B01,c07,d02 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, serial/lot #: (B)(6), rev. K; product ID: bi71000429, serial/lot #: (B)(6), rev. K medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, lot/serial #: unknown ; product ID: bi71000144, lot/serial #: unknown ; product ID: bi71000429, lot/serial #: unknown ; product ID: bi71000273, lot/serial #: ; unknown h3) the manufacturer representative went to the site to test the imaging system. The door does not open. Inspected that the door cable slides were snapped, door winch assy was broken, rotor tractor drive was missing teeth. The winch assy was replaced, door cable slides were replaced, rotor tractor drive was replaced, and upper door cap was replaced as a result of troubleshooting. Full functions check performed on gantry door and rotor. System works as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the gantry door was stuck closed around a patient. The manufacturer representative (rep) called into the operating room after the door became stuck. The rep reported that the door would move and respond to pendant commands except for opening and closing the door. The site had attempted to reboot the system several times prior to the rep's arrival. Troubleshooting was performed and technical services (ts) had the rep attempt to use the yellow override button to open the door, but it was unsuccessful. Ts had the rep attempt to open the door manually with the ratchet wrench and t-pin. The rep reported seeing orange surface through the t-pin hole and turning the ratchet counter-clockwise but the orange surface never moved. There was a notable scratch mark on the orange surface that was used to confirm lack of movement. The site claims to have heard a loud clunk while the door was closed. Ts believes gantry cable may have snapped. The site continued with the procedure with the patient still in the system and to remove the patient after the procedure. Both nav igation and imaging were aborted.